Event description:
Related manufacturer reference number: 2017865-2021-03137. It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022 prior to procedure. During examination of leads, it was noted that there was elevated capture threshold on both right ventricular (rv) lead and right atrial (ra) lead. Physician explanted and replaced rv and ra leads on (B)(6) 2022. The patient was in stable condition.